Event description:
The doctor claims that the graft was implanted for a femoral bypass procedure. The pt exsanguinated secondary to a dic (disseminated intravascular coagulopathy). The pt expired. The graft remains in the pt. Updated info received on 02/14/2002: according to the doctor, the pt had known allergies. The graft was implanted for an aorto-bifemoral bypass procedure. At closure, there was no leakage from the graft or its anastomoses and less than usual graft blushing. After closure of the wound, the pt was administered fluorescein for a scan. Approximately 15 minutes later there was a sudden drop in the pt's blood pressure and blood was seen seeping from the wound. The doctor re-opened the right side of the chest, found it full of blood coming from the graft's wall and the anastomoses. The left side of the chest was then opened and also found to be filled with blood coming from the graft's wall on the left side of the chest and that anastomoses. Blood was also spurting from a pinhole in the graft's wall. The doctor tried to patch the leakage with a section of the unused portion of the graft, but it did not work. The doctor now indicates there was no general d.i.c., but leakage only from the graft. The hospital claims that there was no pathological explantation for the death.